Event description:
The device has a pacer failure. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). The device has a pacer failure. There was no adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.